Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The patient stated that the cannula had dislodged from the infusion site and insulin was leaking out. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.